Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral retrograde approach with a 6f non-bsc sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a non-bsc guidewire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres in 10 seconds, the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.